Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), urinary bladder polyp ("polypoid lesion in bladder") and uterovaginal prolapse ("reproductive system disorder or condition type of disorder or condition: symptomatic vaginal uterine prolapse") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia and vitamin d deficiency. Concurrent conditions included blood loss of (nos), urinary incontinence, leukocytosis, arthritis, joint pain and dyspareunia (not recovered prior to essure). Concomitant products included colecalciferol (vitamin d3), fenofibrate, ferrous sulfate (ferrous sulphate) and oxycocet (percocet). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary bladder polyp (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), uterovaginal prolapse (seriousness criterion medically significant), cystocele ("reproductive system disorder or condition type of disorder or condition: cystocele"), rectocele ("gastrointestinal or digestive system condition type: rectocele"), cystitis glandularis ("cystitis grandularis"), endometrial metaplasia ("squamous metaplasia"), bowel movement irregularity ("gastrointestinal or digestive system condition type: digital assist to facilitate bowel movements") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chills ("chills") and night sweats ("sweat at night"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),cholecystectomy 2013;) and surgery (anterior and repair using xenform biologic mesh with sacrospinous suspension). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary bladder polyp, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, uterovaginal prolapse, cystocele, rectocele, cystitis glandularis, endometrial metaplasia, chills, night sweats, vaginal haemorrhage, menorrhagia, bowel movement irregularity and urinary incontinence outcome was unknown. The reporter considered bladder disorder, bowel movement irregularity, chills, cystitis glandularis, cystocele, dysmenorrhoea, dyspareunia, endometrial metaplasia, menorrhagia, night sweats, pelvic pain, rectocele, urinary bladder polyp, urinary incontinence, urinary tract disorder, uterovaginal prolapse and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion (B)(6) 2009 discrepancy noted as per pfs. Concerning the injuries reported in this case,the following ones confirmed in patient's medical record: dysmenorrhea, dyspareunia, cystocele, rectocele, vaginal uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Other relevant history updated. Indication female sterilization was added. Events: chills, night sweats, vaginal haemorrhage, menorrhagia, bowel movement irregularity, urinary incontinence were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bladder neoplasm ("polypoid lesion in bladder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia and vitamin d deficiency. Concurrent conditions included blood loss of (nos), urinary incontinence and leukocytosis. Concomitant products included oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder neoplasm (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), uterine prolapse ("symptomatic vaginal uterine prolapse"), cystocele ("cystocele"), rectocele ("rectocele"), cystitis noninfective ("cystitis grandularis") and endometrial metaplasia ("squamous metaplasia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),cholecystectomy 2013;). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder neoplasm, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, uterine prolapse, cystocele, rectocele, cystitis noninfective and endometrial metaplasia outcome was unknown. The reporter considered bladder disorder, bladder neoplasm, cystitis noninfective, cystocele, dysmenorrhoea, dyspareunia, endometrial metaplasia, pelvic pain, rectocele, urinary tract disorder and uterine prolapse to be related to essure. The reporter commented: date of insertion (B)(6) 2009 discripency noted as per pfs. Concerning the injuries reported in this case,the following ones confirmed in patient's medical record: dysmenorrhea, dyspareunia, cystocele, rectocele, vaginal uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Event added: bladder problems, urinary tract disorder, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), symptomatic vaginal uterine prolapse, cystocele, rectocele, polypoid lesion in bladder, cystitis grandularis ,squamous metaplasia. Concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.